Manufacturer narrative:
Follow-up received on 19-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 4 years later a pelvic sonogram showed that one of her essure coils had migrated and perforated her uterus. She underwent a hysterectomy to remove the essure coils. This event is listed in the reference safety information for essure. In the present case, the exact date and mechanism of the uterine perforation were unknown. Hysterosalpingogram performed shortly after the insertion procedure showed coils properly placed. A pelvic sonogram was performed approximately 4 years later and showed that one of her essure coils had migrated and perforated her uterus. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 22-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, chronic pelvic pain, abdominal bloating, and excessive bleeding during intercourse. She has never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2010 plaintiff underwent a pelvic sonogram in an effort to determine the cause of her pain. At that time, her treating physician informed her that her essure coils had migrated and perforated her uterus, and that she needed to undergo surgery to remove her essure coils. On or around (B)(6) 2010, plaintiff underwent a hysterectomy to remove the essure coils; treating physician then informed her that one of her essure coils was lodged in her uterus and had caused scar tissue to form around her uterus. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 4 years later a pelvic sonogram showed that one of her essure coils had migrated and perforated her uterus. She underwent a hysterectomy to remove the essure coils. This event is listed in the reference safety information for essure. In the present case, the exact date and mechanism of the uterine perforation were unknown. Hysterosalpingogram performed shortly after the insertion procedure showed coils properly placed. A pelvic sonogram was performed approximately 4 years later and showed that one of her essure coils had migrated and perforated her uterus. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coils had migrated and perforated her uterus') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("the essure device on the left side extends well into the endometrial canal"), pelvic pain ("increasingly severe pain / chronic pelvic pain"), abdominal distension ("abdominal bloating"), pelvic discomfort ("discomfort,"), coital bleeding ("excessive bleeding during intercourse") and uterine scar ("caused scar tissue to form around her uterus"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device expulsion, pelvic pain, abdominal distension, pelvic discomfort, coital bleeding and uterine scar outcome was unknown. The reporter considered abdominal distension, coital bleeding, device expulsion, pelvic discomfort, pelvic pain, uterine perforation and uterine scar to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received : event "the essure device on the left side extends well into the endometrial canal", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coils had migrated and perforated her uterus') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("the essure device on the left side extends well into the endometrial canal"), pelvic pain ("increasingly severe pain / chronic pelvic pain"), abdominal distension ("abdominal bloating"), pelvic discomfort ("discomfort,"), coital bleeding ("excessive bleeding during intercourse") and uterine scar ("caused scar tissue to form around her uterus"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device expulsion, pelvic pain, abdominal distension, pelvic discomfort, coital bleeding and uterine scar outcome was unknown. The reporter considered abdominal distension, coital bleeding, device expulsion, pelvic discomfort, pelvic pain, uterine perforation and uterine scar to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-mar-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.